Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis and the knife reverse worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during laparoscopic sleeve procedure, on the third firing the surgeon used one hand to fire across the stomach. It was fired the four strokes but did not feel right. The knife blade did not return. They pushed the red button to release. Once the device was open, it had only cut and stapled 1/3 of the way. There was no impact to the patient. On what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? 4th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.